Event description:
A nurse reported a system message was received in the middle of a procedure. Additional information was received from the nurse reporting that the event occurred at the end of a procedure. The system was switched out and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The laser engine could not be calibrated successfully. The company representative recommended the laser engine be replaced. The customer declined to replace the laser engine at this time. No service test procedure was completed. The system does not meet all product specifications and is inoperative. The root cause is a nonconforming laser engine. (B)(4).